Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for remote in-clinic follow up implantable cardioverter debrillator exhibiting post-paced t-wave oversensing. Programming interventions were made. There were no adverse events or patient symptoms reported.